Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when turning on the imaging system an "initializing collimmator" error was occurred. Rebooting the system resolved the issue. There was no patient present at the time of the issue.